Manufacturer narrative:
The suspect medical device has changed from (B)(4). MFR # 3005094123-2011-00599 has been submitted to address this error.

Manufacturer narrative:
(B)(4). The customer was instructed to perform precision diagnostic test 2073 (trigger) and precision diagnostic test 2075 (wash zone) which both failed due to bubbles noted during the performance. A field service was then dispatched to inspect the instrument. The fse determined that valve 1 on the wash zone was damaged and worn-out due to normal use. The valve was replaced and the precision diagnostic tests were then rerun with passing results. No subsequent complaints of the same nature were reported. The operations manual contains the probable causes for discrepant results along with the corrective actions. The operations manual instructed the customer to perform precision diagnostic procedures for trouble shooting such an issue and to check the wash zone manifold for leaking with salt crystals on or around the wash zone manifold valve. No product deficiency was identified related to this issue.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Event description:
The customer stated that one patient sample generated a false positive result of 36 miu/ml for the architect b-hcg assay. The same patient sample generated a negative result of less than 1.2 miu/ml when retest without re-centrifugation. No impact to patient.